Event description:
Event description guidant received information that during a follow-up visit, this pacemaker could not be interrogated with a zoom 2920 or latitude 3120 programmer and did not respond to magnet application. Several programmers were used with quickstart and manual selection without resolution. There were no adverse patient effects observed with this non-pacemaker-dependent patient. This device, which is part of an advisory regarding the crystal timing component, was scheduled to be replaced.